Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh90t01. Serial# (B)(6): product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain use. It was reported that they were having the most trouble with their personal therapy manager (ptm) device. The patient stated that the ptm device was extremely slow and they were always getting an error message that it stopped working and needed to be reset. The agent walked patient through clearing the data in the device and closing out application after usage. The troubleshooting steps that were taken on the call resolved the issue.